Manufacturer narrative:
G2. Foreign: cayman islands b3. Event date estimate has been updated - (year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was last seen in our office on (B)(6) 2018. During that visit, we informed the manufacturer representative (rep) who was responsible for following up with the patient to assess the need for a battery replacement. Unfortunately, we have not seen her for any subsequent appointments, and we have lost contact with her.

Event description:
It was reported that the patient reported their therapy stopped working a couple years ago and it wasn't giving them therapy benefit. They had it "jumpstarted" and then it stopped working after that. No further event information was reported.

Manufacturer narrative:
G2. Foreign: ky b3. Event date is an estimate (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.